Event description:
It was reported that the readings froze. Data was provided for investigation. The wearable was inserted into the arm on (B)(6) 2024. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).